Event description:
In 2005, the reporter contacted lifescan allegeing that the pt's one touch ultra meter was reading inaccurately high. The medical affairs specialist attempted to contact the pt by phone and left a phone message for the pt. A letter was also sent to the pt. The pt obtained a result of 232 mg/dl on the reported meter while having no symptoms of high or low blood glucose level. The pt took no action to affect his blood glucose level following use of the meter. The pt reported receiving glucose as treatment from a medical professional; however, no blood glucose results or symptoms indicating hypoglycemia were provided. The customer care rep (ccr) walked the reporter through 2, consecutive control solution tests that fell outside of the control solution range. The meter, test strips, and control solution werer replaced.